Manufacturer narrative:
Manufacturing date requested but no available at the time of this report. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with transient light sensitivity syndrome in both eyes. Patient was put on pred forte 1% eye drops at previous visit and light sensitivity has been slowly improving. Ocular check of surface showed possible lose epithelial and punctate epithelial keratitis (pek). The topical steroid dosage was increased. The patient continues to use pred-forte 1% eye drops and was prescribed muro-128 hypertonic sodium chloride solution to be taken for 6 weeks. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of light sensitivity and eye irritation. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2017: right eye pre-op 20/20 -3.75 x -1.00 x 135, left eye pre-op 20/20 -4.00 x -2.25 x 45. Bcva from (B)(6) 2017: right eye post-op 20/20 1.75 x -1.00 x 97, left eye post-op 20/20 .75 x -.50 x 63. This report is for the visxsystem. A separate report is being submitted for the intralase.

Manufacturer narrative:
Device manufacture date: august 2004. Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.